Event description:
It was reported that an asymptomatic patient presented in the ER, due to receiving a patient notifier. Multiple noise episodes were observed. Inappropriate atp therapy was delivered due to noise. Externalized conductors were seen on the x-ray. Oversensing and low pacing lead impedance were also observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 11.8-12.9cm from the distal tip, consistent with lead friction to another device. External insulation abrasion was noted at 33.6- 34.8cm from the distal tip consistent with lead friction to the ICD can. External insulation abrasion was noted at 8.1- 8.9cm from the distal tip,consistent with lead friction to another device. The etfe coating was abraded and the conductor was broken. This is consistent with the observation from the field noise.